Event description:
It was reported that during a open colon resection procedure there was resistance in firing the device. The device was reloaded and the device was difficult to fire, but completed the case. Post-op the staple line was leaking and malformed were found. Some bleeding, but no transfusion occurred. Suturing was used to complete the case with no further consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.